Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual inspection of the picture, the protector is assembled in the vial, but the rubber stopper has been disassembled from the vial and has fallen into the medicine vial. A device history review was performed for lot 2301404, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Three retained samples from the lot were evaluated, no defects or issues observed. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to determine a root cause at this time. The customer reports that the rubber stopper is flat, according to our specification the stopper for this type of spike should be concave. This vial with the straight cap is not suitable for non metal cannula protectors. In this case, the stopper could be wrongly assembled on the vial and not be fixed with the metal protection. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima protector p20-o rubber stopper dislodges into vial. The following information was provided by the initial reporter: when using the phaseal assembly fixture to attach the p20 protector on to the gemcitabine vial, the grey rubber stopper popped all the way in to the vial. This was a veteran staff member whom is familiar with this system. The rubber stopper is flat.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima protector p20-o rubber stopper dislodges into vial. The following information was provided by the initial reporter: when using the phaseal assembly fixture to attach the p20 protector on to the gemcitabine vial, the grey rubber stopper popped all the way in to the vial. This was a veteran staff member whom is familiar with this system. The rubber stopper is flat.